Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section h10 should have included the following verbiage: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6616053.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their scs system removed due to ineffective therapy. Further information was not available. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6616053.